Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm318550, model: nm-3138-55, serial: (B)(4), batch: 7088263. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7088121.

Event description:
It was reported that there was redness located around the area of the deep brain stimulation ipg incision. The physician suspected an infection. The patient underwent an explant procedure to remove the ipg and extensions, and antibiotics were administered. The patient was noted to be improving post operatively. The explanted devices were not returned.